Manufacturer narrative:
The reported event of unacceptable threshold was confirmed. As received, a complete lead was returned in one piece for evaluation. Electrical testing was normal. The lead connector passed insertion testing into the test implantable cardioverter defibrillator device and is-4 connector sleeve. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot, that may have contributed to the reported field event. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2022-45264. It was reported that the patient presented to an implant procedure. During the procedure, the left and right ventricular leads exhibited high capture threshold. The leads were not used, and new leads were implanted. The patient condition was stable.